Event description:
I wore zio heart monitor patch by irhythm (serial# (B)(6)). From (B)(6) 2026 evening, my skin below electrodes started itchy. Next day, by day 2, it was burning and extremely painful. Due to the pain, I removed the patch, and found severe blistering below both the electrodes, exact size of the circle, causing the pain. I cleaned blisters, applied ointment and bandaids. I don't have adhesive allergies and all the rest of the batch areas under adhesive wings are unaffected. Only below electrodes. I have severe allergic reaction to nickel but not allergic to bandaids, adhesives, tapes, hydro-gel pads, silicone and other medical tapes. I returned zio patch without completing full 14 days but it was able to collect enough data for my doctor to evaluate the condition. Both of the blisters took long time to start to heal as they were red and open but now healed with scars on my chest. I spoke to irhythm rep (ref# (B)(4)) and rep asked if I had allergic reaction to adhesive, if I have sensitive skin, which I answered no. But I have severe allergic reaction to nickels causing blisters. I did not see any disclaimers or warning about nickels being used but the reaction was exactly what I get when my skin touches nickels and explained to her so. She asked if I needed to get medical care for the blister, I told her no, it's healing but scaring. If there are undisclosed nickel materials in any part of the patch, I could have avoided this painful experience.